Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies have been returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at t12 to treat a compression fracture. It was reported that the balloon ruptured on the left side after inflation and contrast media leaked within the vertebral body. There were no balloon fragments remaining in the patient and no allergic symptoms. Per the report, the balloon was inflated to 150 psi and the volume was 3.0ml when the balloon ruptured. The procedure was completed successfully without any further complications.

Manufacturer narrative:
Additional information: product analysis: visual and optical examination of the ibt balloon identified a radial cut perpendicular to the ibt shaft at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object.